Event description:
Reporter alleged blood glucose measured 12 mg/dl at 3:27 pm back to back with a comparison of 145 mg/dl taken at 3:33 pm. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.